Event description:
A 3.5mm diameter x 16mm length ave gfx stent was inserted and deployed at the target lesion in the right coronary artery after predilation with a 3.0mm diameter ptca balloon. Upon deployment of the stent and inflation of the stent delivery system balloon to 16 atms, which exceeds "rated" burst pressure of 8 atms, the balloon burst within the stent. Resistance was felt by the dr during removal of the stent (delivery balloon from the stent due to the "burst" condition of the balloon. After removal of the stent delivery system, it was noted that there was a "gold marker band" remaining within the deployed stent. The pt was then sent to surgery for coronary artery bypass surgery. There was no add'l clinical sequelae reported relative to the event and no further info is available from the user facility.